Event description:
Customer states: prior to use on a patient during pre-test a doctor confirmed the evacuation failure. Customer confirmed no patient involvement but no further details regarding circumstances surrounding this report are available.

Manufacturer narrative:
(B)(4). If the sample is received a sample analysis will be performed and a summary of the investigation results will be provided in a supplemental report.